Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up on (B)(6) 2016, upon interrogation message -diagnostics cleared due to invalid data- and clinician cleared the diagnostics. At follow up on (B)(6) 2016 showed normal, the patient was stable and would be monitored.